Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation in the left main coronary artery. A 3.5x19mm graftmaster covered stent was deployed successfully and sealed the perforation. However, after the stent was implanted, there was no flow to the coronary arteries. The patient could not be saved. No treatment was performed, and the patient expired on (B)(6) 2020. As per the physician, the graftmaster did not cause or contribute to additional complications or adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and death are listed in the graftmaster rx coronary stent graft system, instructions for use, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. As per the physician, the graftmaster did not cause or contribute to additional complications or adverse events. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.